Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, it was reported that the patient was experiencing nausea and weakness. The cgm was reading 270 mg/dl and the patient was not able to do a bg meter comparison. Due to the cgm reading, the patient self-treated with 4 units of insulin. The patient¿s husband also called 911. Once ems arrived, a bg meter reading was done, but the patient can not recall the value. The patient was transported to the ER. At the ER, the patient was diagnosed with dka. The patient can not recall any of her treatment/medication details while in the hospital. The patient was discharged home 5 days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.